Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the outer device case did not observe any arc marks and x-rays of the device internal circuitry found that the plasma fuse, which is activated in the event of a shorted condition, was fully intact. A review of the memory revealed the device delivered a high energy shock on 05 january 2021 with a measured shock impedance of 14 ohms, triggering the short circuit condition alert; however, it was also noted that the charge time was unusually short at 1.95 seconds. A manual capacitor reformation was performed and yielded another unusually short charge time of 2.8 seconds. A review of the previous automatic capacitor reformations stored in the device memory revealed that all the recorded charge times had been shorter than expected (2.4 seconds or less) since this device was implanted. Electrical testing was conducted, and the pacing pulses and outputs were normal with no noise observed on the real-time electrograms. Commanded shock testing was conducted, and the delivered shock pulse had an abnormal appearance. The leading edge of the 41 joule shock pulse was 240 volts, rather than the expected 700 volts, and the pulse width was also longer and flatter than expected. The charge time was also abnormally low at 1.9 seconds. The memory from the returned device was then programmed into a fully operational momentum el ICD and the shock pulse testing was repeated. The delivered shock pulse had a normal appearance, with the leading edge at 700 volts, and the charge time was within a normal range at 8.7 seconds. These findings indicated that the device was unable to deliver the appropriate energy with a 41 joule shock due to a potential hardware problem. The device titanium case was opened, and the high voltage (hv) capacitors were removed for in-depth analysis. Initial testing of the hv capacitors indicated an open circuit. High power visual inspection identified one capacitor with a fractured solder joint at the cathode. Laboratory analysis confirmed that this device did not experience a shock into a shorted lead, as originally anticipated. Rather, engineers determined that a fractured solder joint in one of the device hv capacitors caused the unusually short charge times and an abnormal shock pulse during shock delivery, which led to an inaccurate lead impedance measurement of 14 ohms.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in the clinic, and while performing device interrogation the device revealed a code 1004 indicative of short circuit during shock delivery. Anti-tachycardia pacing (atp) was delivered with non-conversion documented. Shock was delivered with termination of ongoing ventricular fast rhythm. The shock impedance measured less than 20 ohms upon delivered shock and noise was noted on the shock egm. In addition, this device was exhibiting a delay in charge time and was not actually charging to the prescribed full energy. Boston scientific technical services recommended device replacement and evaluation of lead. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in the clinic, and while performing device interrogation the device revealed a code 1004 indicative of short circuit during shock delivery. Anti-tachycardia pacing (atp) was delivered with non-conversion documented. Shock was delivered with termination of ongoing ventricular fast rhythm. The shock impedance measured less than 20 ohms upon delivered shock and noise was noted on the shock egm. In addition, this device was exhibiting a delay in charge time and was not actually charging to the prescribed full energy. Boston scientific technical services recommended device replacement and evaluation of lead. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.